Event description:
This device was explanted. It was reported that after the device explant a metal cap on the antenna was missing. The lost element was successfully explanted from the fibrous tissue afterwards.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was interrogated and revealed the eri battery status, detected on july 19, 2022. The devices memory content was analysed, revealing no anomalies. In a next step, the device was visually and mechanically inspected. The inspection revealed that the electrode tip was not present, confirming the clinical observation. Furthermore, the analysis revealed that the silicone tube was severely damaged. The root cause for the clinical observation could not be determined. However, it cannot be excluded that this damage occurred during the explantation procedure. Besides this, the analysis showed no anomalies. There was no indication of a material or manufacturing problem.